Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of the system extraction due to pocket infection. Upon extraction the ra lead broke midway down and part of the lead was retained in the patient's body. The lead was explanted. No additional adverse patient effects were reported.